Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified medication. After an unspecified length of time, the option-lok male adapter of the microbore extension tubing set was connected to an unspecified clave port of the primary plumset for the delivery of an unspecified medication. No specific details were provided. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter of the extension tubing set from the clave port of the plumset for an unspecified reason. At this time, it was reported that the option-lok male adapter of the extension tubing set broke off. The customer contact reported that in the time that it took to change the tubing set, the line clotted. There were no reported adverse patient effects, however, there was a delay in critical therapy for approximately 2 hours. It was reported that tissue plasminogen activator (tpa) was used in order break up the blood clot. The customer contact reported that the tubing set was replaced and the therapy was resumed. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.